Event description:
Pt underwent left shoulder arthroscopy, subacromial decompression and massive rotator cuff tear repair surgery. The surgical tech noticed that a very small tip was missing off of the scorpion needle, 0.2 mm in length; radiographs also confirmed this breakage. The surgeon determined the risk of retrieval outweighed the benefits.